Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user reported that keyboard was not working. They restarted and it was not working. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that none of the buttons on the keyboard were functioning. A field service engineer observed three green lights flashing on the top right of the keyboard. The fse performed a keyboard flash update, which resolved the issue, and then ran the hardware testing application to verify functionality. The system functioned as intended after the field service engineer repaired the device.